Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2015 product type catheter product ID: 8784, serial# (B)(4) implanted: (B)(6) 2021 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-feb-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 02-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported the patient developed an infection after the procedure, on (B)(6) 2022, so the entire system was explanted 2 months after. Additional information received from a healthcare provider via a manufacture representative reported the infection occurred on the day of the procedure for the new implant. The infection resolved after the explant.